Manufacturer narrative:
Visual examination of the returned product identified signs of use as well as wear and tear. The device has light scratches across all surfaces but no visible damage on the taper. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event was unable to be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a revision approximately two (2) weeks post-implantation due to disassociation of the poly bearing and humeral tray. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 110031424; lot# 67260084. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.